Manufacturer narrative:
Analysis found that the handpiece would not run due to motor seized, therefore the customer's complaint regarding overheating could not be verified since the device could not be tested. The housing was disassembled and found that all the internal parts including the motor, wheel lock, housing and screws were all severely corroded due to dried saline. The device was beyond repair and will be sent back to the customer with "caution: the unit is not repaired. Do not use it.". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece overheated during the procedure. There was no patient impact.